Event description:
It was reported that the device would not fit down the trocar without forcing it. When they went to fire it, a clip ejected from the jaws. The case was completed with another like device with no pt consequences reported.

Manufacturer narrative:
Eval summary: the analysis results found that the el5ml device with jaws disengaged from the cam. The instrument was not cycled as it was noted to be empty. However, the condition of the jaws is cause of dropping or ejected clips, since the jaws cannot be closed. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process.